Event description:
It was reported that the user experienced hyperglycemia with a highest cgm value of 400 mg/dl after not receiving insulin while awaiting a replacement ilet and using a dexcom g6 that was not connected to the app; after setup, the ilet was activated and the user was advised to allow the system to bring glucose back into range. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with not reverting to alternative therapy once the ilet was shut off; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.